Manufacturer narrative:
(B)(4). Batch # n9392u. The device was received the upper jaw damaged at the proximal side. Upon visual inspection under magnification it was noticed that the upper jaw grasping teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy procedure, the device stopped activating and the generator stated that they needed a new instrument. Procedure was completed with another device of the same product code. There were no patient consequences reported.